Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filled upon completion of the eval or if add'l info becomes available. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA (B)(4).

Event description:
The facility reported an infusion pump with a failure code 570:320:844:0000. The event was reported to have occurred during biomed testing. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no additional info was provided regarding pt's demographics, medication involved, or device programming. No add'l info was available.